Event description:
The customer reported a blank display on the insulin pump. The significant events reported leading up to the alarm were intermittent battery function and more alarms than usual. During troubleshooting the insulin pump appeared to function properly and the display returned. A battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the blank display. The customer was advised to revert to a backup plan until the replacement battery cap arrived. The customer's blood glucose value was 186 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).